Event description:
It was reported that a nurse experienced a static shock when removing a catheter from the sheath after procedure completion. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).